Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record and similar incident review for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3, d6: dates estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
Per general comment, it was reported that one unspecified xience xipedition stent had been implanted. During removal of the stent delivery system (sds), resistance was felt. There was no adverse patient effects and no clinically significant delay reported.